Event description:
It was reported that a patient underwent a left knee disarticulation on (B)(6) 2013 and suture was used. The patient experienced an infection and suture abscess. The patient undewent an incision and drainage procedure on (B)(6) 2013. At that time, a deep culture was done. The culture was positive for bacteroides/prevotella species.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.